Event description:
There was some leaking from the hub of the sheath. When the valvuloplasty balloon was attempted to be inserted into the sheath, it could not be pushed through the hub. The physician felt that there was possibly something wrong with the valve(s) in the hub of the sheath. A new sheath was prepped and inserted.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Upon visual inspection, two severe kinks were observed in the middle of the sheath. A dimensional inspection revealed that the inner diameter and thickness of the sheath met manufacturing specifications. A hemostasis leak test was performed with the guidewire and introducer inserted, only the guidewire inserted, with only the sheath, and when inserting and withdrawing the introducer. None of the configurations showed any signs of leakage and they all meet manufacturing specifications. Functional testing on the balloon catheter used during the procedure could not be performed since the device was not returned. A like-model balloon catheter was inserted and retrieved through the sheath. It was determined that the task was completed without any abnormally high resistance. All three valves were removed from the complaint sheath and were visually inspected under magnification. The disc valve and duckbill valve showed no signs of physical defects or extraneous matter. Evaluation of the cross slit valve revealed that the actual cross slit feature was approximately 1 mm off-centered from the aperture. This shift in the feature would not have impacted the functionality of the valve in terms of increasing the required effort to pass a balloon catheter through or maintaining hemostasis. The slits themselves intersect with the aperture as designed. Therefore, this observation is not considered a non-conformance at this time. A DHR review of the affected work orders did not reveal any issues that could have contributed to this complaint. A review of pv sample data from the affected work order revealed that all samples passed the kink test. A review of the complaint database did not reveal any similar complaints related to a leak from the hemostasis valves of the sheath housing. The complaint could not be confirmed for a hemostasis leak, and no labeling or IFU inadequacies have been identified. Review of complaint history did not reveal that the occurrence rate exceeds control limits for this failure mode. Therefore, no corrective or preventive actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. This model is not sold in the u.s.; however, is similar to model 9120s26.